Event description:
During unpacking the wire tip of the filter basket was found to be damaged, the tip was stretched. There was no patient involvement, the returned product evaluation found the shaping ribbon had actually separated from the tip ball.